Event description:
Patient initially sustained an injury in 2005. Since then the patient has undergone several surgeries due to persistent non-union, dates unknown. On an unspecified date in (B)(6) 2013, the patient was implanted with 4.5mm broad locking compression plate (lcp) and six (6) 4.0mm locking screws (02.204.0xx). Patient consented for revision surgery due to non-union of the right humerus. Patient was returned to the operating room (or) on (B)(6) 2013 for revision surgery. The hardware was removed, and the patient was revised with reamer irrigation aspiration (ria) bone graft and infuse fracture in order to try to repair the non-union. The procedure was completed without complication. This complaint is on (6) unknown 4.0mm locking screws. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Patient initially sustained an injury in 2005. Since then the patient has undergone several surgeries due to persistent non-union; surgery date(s) unknown. This report is on (6) unknown 4.0mm locking screws, exact part and lot numbers are unknown. Partial lot number given is 02.204.0xx. Implanted approximately (B)(6) 2013. Possible 510k number for partial lot number received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.